Event description:
It was reported that there were concerns this right atrial (ra) lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and noted that it appeared to be loc. Ts suggested further evaluation and a chest x-ray. The lead remains in use. No adverse patient effects were reported.